Event description:
Virtually all injectable medications produced in the united states are expressed in ml (volume). Syringes from MFR and second MFR, and probably others, have the volume expressed in cc. This causes problems with pts and some nurses when they are ready to draw up medications in syringes. It would seem that a change in expressing volume on syringes in ml and not cc would be in order and more consistent. (Also see 1008766).